Manufacturer narrative:
It was reported the customer experienced issues with the connection of a draeger monitoring cable used for electrocardiography (ECG) monitoring. It was noted that monitoring either stopped completely or there was no lead seen on the ECG curve on the infinity m540 monitor. This issue occurred in the intensive care unit (ICU), but there was no adverse patient impact. This issue required replacement of the ECG cables, which resulted in the time to perform ECG to be prolonged. Log files for the reported issue were requested but were unable to be provided. The affected ECG cables and extension cables were returned to draeger for evaluation and all the cables passed inspection, except for one of the cables which did not pass as it had exceeded its technical lifespan. The failure of this cable was determined to not have contributed to the reported issue. The reported issue was able to be reproduced using a simulator and a design limitation in the signal processing path of the infinity m540 was identified. It was found that the device assessed the lead data quality twice instead of once. This design limitation, combined with high skin-electrode impedance resulted in the reported flat lines seen on 12-lead ECG monitoring. These findings aligned with the customer¿s reported concerns. Draeger conducted an on-site investigation and found that the brand of electrodes used specifically in the ICU exhibit a significant impact on the raw ECG signal compared to other electrodes used at the customers site as well as the ones provided by draeger. It was found that the ICU electrodes exhibited a higher noise level even when they are newly placed and wore out faster than other electrodes used in different areas of the hospital. This lower signal quality due to the increased skin-electrode impedance results in a rejection of certain leads in the diagnostic 12 lead ECG. A software fix to correct the signal processing of the rest-ECG is planned for a future release. As the on-site investigation found that using different electrodes improved the data quality, it was recommended that the ICU utilize the electrodes used by other areas of the hospital. In addition, a future clinical training will be conducted at the site by draeger to review clinical applications and ECG troubleshooting.

Event description:
The customer has reported that the ECG diagnostic report is unable to be printed. No specific time and date of an event were reported. Reportedly, the issue was occurring "for about two weeks now, there have again been problems in the intensive care unit with the connection of the dräger monitoring cable. It is not possible to create a 12-lead ECG, and when using the m540 module, monitoring either stops completely or there is no lead on the ECG curve." The customer reports that nurses lose time when attempting to print the diagnostic ECG. Additional information from the local draeger clinical specialist and technician provided information that the issue had been improved with training in early 2024, but that the issue remains, occurring in the ICU. It was confirmed that no patient injuries have been reported. No adverse impact or patient death have been reported.

Event description:
The customer has reported that the ECG diagnostic report is unable to be printed. No specific time and date of an event were reported. Reportedly, the issue was occurring "for about two weeks now, there have again been problems in the intensive care unit with the connection of the dräger monitoring cable. It is not possible to create a 12-lead ECG, and when using the m540 module, monitoring either stops completely or there is no lead on the ECG curve.". The customer reports that nurses lose time when attempting to print the diagnostic ECG. Additional information from the local draeger clinical specialist and technician provided information that the issue had been improved with training in early 2024, but that the issue remains, occurring in the ICU. It was confirmed that no patient injuries have been reported. No adverse impact or patient death have been reported.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.